Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric procedure, on transection of the stomach, there was poor staple formation, there was bleeding a little out of the staple line. They over sewed to fix the staple line.